Manufacturer narrative:
Evaluation summary because no lot number was available, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. One catheter with one extension and two adapters were received for analysis and investigation. The sample was submitted to underwater testing to confirm the reported condition. The catheter did not show any bubbles and no defects were found. The reported condition could not be confirmed. The root cause could not be determined because there were no issues found during the evaluation of the sample. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing, 100% in process visual inspection and visual acceptance sampling are performed in the plant, and are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the dual lumen PICC was leaking at the hub. There was no patient harm.